Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. Small particles were found missing.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the force bipolar instrument¿s wrist was dislocated from the shaft, and the instrument would not work properly while the surgeon was performing tissue dissection. It was noted that the instrument could not be removed from the cannula. As a result, the user had to remove the instrument and cannula together. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.